Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during the priming of a revaclear 300 , a saline solution leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. The first photo showed a dialyzer connected to tubing that is used for patient therapy. Fluid was observed outside of the device and the tubing set. The second photo showed a dialyzer that looked primed. The photo showed the hansen port potentially being damaged. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.